Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: after complete neumoperitoneum was done, the endoscope was inserted into the patient and air leakage occurred. Damage to the valve was noted.